Manufacturer narrative:
The returned device was evaluated. Visual inspection upon receiving revealed no external damage or defects. The device was able to turn on using ac and battery power and remained powered when switched from ac to battery. The device was able to establish communication with a known good radical-7 and to obtain spo2 and pulse rate readings using a masimo sensor. The device passed psi comparison measurements test. No relevant errors were found in the device log files. Visual internal inspection was performed. No internal circuitry damage or defects were observed and no loose cabling or loose circuit board to circuit board interconnections were observed. The customer¿s complaint was not duplicated. The device was found to be fully functional.

Event description:
The customer reported inaccurate psi measurements. No patient impact or consequences were reported.